Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. The customer reported a couple of check settings alarm from the insulin pump. The customer also reported a sensor error alarm from the insulin pump. The customer reported that the insulin pump was continuously alarming and would like to have assistance stopping the alarms since she was new to the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.